Event description:
A report was received that after a revision procedure (MFR report #: 3006630150-2014-02450), the patient's remote control (rc) could not connect with the ipg. It was stated that electrocautery had probably been used in the past pocket revision. The patient underwent an explant procedure. Device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.